Manufacturer narrative:
The pump had no button response due to an unlocked keypad connector on the lcd board. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, or excessive no delivery tests due to the unresponsive buttons. The pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that daughter insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 62 mg/dl. Customer stated that none of the buttons are working. Customer was advised that pump will need to be replaced. The customer's mother reported via phone call indicating that daughter was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 67 mg/dl. The customer was admitted at the hospital for observation on (B)(6) 2016. The customer's mother reported via phone call indicating that daughter was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 350 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose and was wearing the pump at time of hospitalization. Customer declined to troubleshoot at this time.